Event description:
It was reported that high impedances of >4000 ohms were measured on unipolar electrode 0 and between bipolar electrode pairs 0-2 and 0-3 during two impedance tests that were separated by 30 minutes. It was stated the impedance values measured for electrode 0 were 4522 ohms and 4302 ohms. It was further stated the impedances measured for the electrode pair 0-3 were 5250 ohms and 5331 ohms and that the impedance measured for electrode pair 0-2 was 4522 ohms each time. It was noted the patient planned to meet with their implanting physician at a later date. It was additionally reported the patient experienced ¿swelling at the lead and extension connection¿ at the time of report. It was stated the patient additionally experienced less than 50% therapy relief in their lower limb. It was noted the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information stated that no diagnostics had been performed and that no malfunctions were seen and the cause of the issue had not been determined. It was noted the patient had been prophylactically prescribed antibiotics and that at the time of follow-up "infection and decubitus were excluded." It was reported the patient's physician "thought that no action was required" at the time of follow-up. It was stated the patient was "receiving an effective stimulation and was well."

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient didn't feel fine at the time of follow-up. The patient felt an uncomfortable sensation behind the ear, where there is the extension. Impedance testing was noted to have revealed high impedances on conductors # 0 and #3, higher than 2014. These electrodes were reportedly not used in the patient's therapy programming. It was noted that other than the uncomfortable sensation behind the ear, just near the extension, the patient's deep brain stimulation (dbs) therapy was ok. A follow-up appointment was scheduled between the patient and physician to decide if a revision would be necessary.

Manufacturer narrative:
Concomitant: product ID neu_unknown_ext, implanted: 2013-(B)(6), product type extension. Product ID neu_unknown_lead, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced "pain at the level of the lead's exit from the skull" with "no fever or other symptoms." Further impedance testing performed at the time of follow-up indicated the patient's implantable neurostimulator (ins) had out of range impedance values. Unipolar electrode 0 was found to be out of range with an impedance value of 4102 ohms and bipolar electrode pairs 0-2 and 0-3 were also out of range with impedances of 4522 ohms and 5171 ohms respectively.